Manufacturer narrative:
The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys e2g 300 v2 assay performed within specifications. The reactive result from the sample collected on (B)(6) 2024 was not retested in duplicate as required by the instructions for use (IFU). The non-reactive result from the sample collected on (B)(6) 2024 was consistent with clinical findings and additional testing performed on the alinity system. No calibration, quality control, or alarm trace data from the time of testing in (B)(6) 2024 were provided for review. However, available data indicated that calibration and quality control performance were within acceptable ranges. The root cause of the discrepancy was attributed to the lack of duplicate retesting of the initially reactive result, as specified in the IFU. Recommendations for duplicate testing and confirmatory assays were provided to the user.

Event description:
The initial reporter alleged discrepant results for the hbsag g2 elecsys e2g 300 v2 assay on the cobas pure e 402 analytical unit. Two samples from the same patient, collected on (B)(6) 2024, yielded differing results. The sample collected on (B)(6) 2024 generated a reactive result of 1.53 coi (initially reactive). However, this result was not retested in duplicate as required by the instructions for use (IFU). The sample collected on (B)(6) 2024 generated a non-reactive result. Additional testing of the sample on the alinity system also yielded a non-reactive result. The non-reactive result was considered consistent with clinical findings and the result obtained on the abbott system.